Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. It was reported that at an unknown time the patient was informed that there was a leak noted around the closure device. The patient had a procedure scheduled at a later date to treat the leak. There were no patient complications that occurred as a result of this event.

Manufacturer narrative:
Date of event - the event date was not reported, the aware date was used as an estimate.